Event description:
Per journal article ¿laparoscopic prosthetic repair of laparocele. A comparison of techniques and a review of the literature¿. The article describes a retrospective study comparing aspects of two groups of patients, undergoing abdominal wall hernia reconstructive surgery with video-laparoscopic technique between jan-2007 and dec-2021 utilizing either ¿simple¿ mesh (non-bard/bd dual mesh and/or bard/bd composix l/p) or a bard/bd ventralight st with echo ps. The first group included 260 patients treated with the ¿simple¿ prosthetics of either a non-bard/bd dual mesh and/or a bard/bd composix l/p mesh between jan-2007 to dec-2013. Post-op complications reported for this group included hernia recurrence (x2), seroma (x6) and abdominal pain (x1). The second group from jan-2014 to dec-2021 included 148 patients treated with bard/bd ventralight st echo ps. Post-op complications reported for the second group included seroma (x3). The journal article did not include any analysis of how or if any of the mesh prosthetics potentially caused or contributed to any patient outcome or complications. Note, this report represents the ventralight st echo ps.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the ventralight st w/ echo ps potentially caused or contributed to any patient outcome or complications. Seroma is known inherent risks of surgery and listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2014) is provided as an estimate based on the information provided. This MDR represents the ventralight st w/ echo ps. An additional MDR was submitted to represent the mesh ¿ composix l/p. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.